Manufacturer narrative:
H10: the actual sample was received for evaluation with the clear side of pouch only and an unused transfer set. A visual inspection with the naked eye noted a torn pouch. The reported condition was verified. The cause of the condition could not be determined; however, the over label positioned on the pouch at the distribution center could contribute to the torn pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a damaged pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a minicap extended life pd transfer set was damaged. This occurred before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.